Event description:
Patient had permanent pacemaker inserted in 1990 at another hospital. Patient admitted to this facility with diagnosis of malfunctioning pacemaker lead. Was taken to or for insertion of new lead; unable to remove previous lead.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.